Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned page.

Event description:
Healthcare professional reported another port flip with the rapidportez. Revision surgery is scheduled. Follow-up findings: during revision procedure, anchors were found to be retraced into port base. Explant surgeon noted that this would have been due to technique not being right and that the anchors were probably never locked in place correctly by implant surgeon. Follow-up findings: patient complained of pain 18 days after implantation of device and port flip identified at first adjustment four days later. Follow-up findings: the implant surgeon noted regarding the technique on the rapidportez has been observed by the allergan territory business manager and noted to be done correctly. All four anchors were fully deployed at time of implantation per surgeon. The patient was in considerable pain leading up to the port revision and required a prescription of strong analgesia (oxycodone) and surgical revision.